Event description:
It was reported that when using the bd pyxis¿ medstation¿ es required witness for everything every time they logged in the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system required witness every time when the user tried to log in. A technical support specialist (tss) dialed into the station and found that the station was in critical override. The tss performed a manual setup on the station. The station was then rebooted, and issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es required witness for everything every time they logged in the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.